Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of etoposide, prednisone, oncovin, cyclophosphamide (epoch). On (B)(6) 2025 at 1639 bag 3 of 4 (epoch 1000ml/24hr) was infusing at a rate of 41.7ml/hr; however, on (B)(6) 2025 at approximately 0750 the bag of medication was found to be empty. The pump displayed the rate at 41.7, volume to be infused (vtbi) 379.3, infusing time remaining nine (9) hours and six (6) minutes. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of an over infusion of epoch could not be confirmed through log analysis and could not be replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream were observed. No external or internal conditions were identified during the inspection of the suspect pump module that could be associated with the issue reported in this complaint. All inspected parts were manufactured by bd. No inspection could be performed on administration set as it was not returned for investigation. The logs from the returned devices were retrieved to ascertain event details associated with the reported issue. The event date was reported to be (B)(6) 2025 at 04:39 pm. A review of the suspect pump module and concomitant pcu error log showed no errors or malfunctions on the day of the reported event or any day around. The facility reported an over infusion of epoch (etoposide phosphate, prednisone, oncovin, cyclophosphamide and doxorubicin hydrochloride) with rate of 41.7 ml/h and volume of 1000 ml. The infusion was intended to be delivered for 24 hours; however, at approximately 7:50 am on (B)(6) 2025, the medication bag was found empty, even though the pump display showed nine (9) hours and six (6) minutes remaining. On 07nov2025 at 4:41 pm, the pcu (s/n: (B)(6)) was powered on and suspected pump module (s/n: (B)(6)) was attached; primary volume infused (pvi) of 2463.93 ml (accumulated from previous infusions). From 4:41 pm to 4:43 pm the suspect pump module was programmed a primary infusion of epoch with rate of 41.6667 ml/h and vtbi of 1000 ml (expected duration: 24 hours). The infusion lasted fifteen (15) hours and infused 620.72 ml from 7:22 pm to 9:25 pm the suspect pump module alarmed three times for occluded patient side. On (B)(6) 2025 at 3:00 am, the pump module alarmed for air in line; pvi of 2891.48 ml, two minutes later infusion restarted. From 7:44 am to 7:45 am the suspect pump module alarmed for air in line twice; pvi of 3084.39 ml. At 7:52 am, the system was powered off; the suspect pump module: tvi = 3084.65 ml was removed. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of epoch could not be identified from log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of etoposide, prednisone, oncovin, cyclophosphamide (epoch). On (B)(6) 2025 at 1639 bag 3 of 4 (epoch 1000ml/24hr) was infusing at a rate of 41.7ml/hr; however, on (B)(6) 2025 at approximately 0750 the bag of medication was found to be empty. The pump displayed the rate at 41.7, volume to be infused (vtbi) 379.3, infusing time remaining nine (9) hours and six (6) minutes. There was patient involvement, but no harm.